Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflet, and dilated left atrium. A mitraclip xt was used but difficulties capturing the leaflets occurred. After the clip was completely closed on the leaflets, the anterior leaflet was observed to be pierced. The clip was deployed, and a perforation was observed. Mr remained at a grade of 4 and the procedure was discontinued. It was noted there were difficulties visualizing the clip during the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with capturing the leaflets appears to be related to patient morphology/pathology (restricted posterior leaflet and dilated left atrium). Image resolution poor was related to procedural conditions as it was additionally reported that difficulties visualizing the clip during the procedure occurred. Unspecified tissue injury resulting in unchanged mitral valve insufficiency/regurgitation (mr) appears to be related to procedural conditions associated with difficulty capturing the leaflets (difficult or delayed positioning). Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.